Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, three fibers broke about halfway on the length of the fiber. There were no patient complications. This complaint refers to the first fiber.

Event description:
It was reported that, three fibers broke about halfway on the length of the fiber. There were no patient complications. This complaint refers to the first fiber.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.